Event description:
It was reported that the patient was not feeling stimulation, even up to 10.5v, starting in (B)(6) 2012. Impedance measurements showed values above 4,000 ohms on most bipolar pairs (0/1, 0/2, 1/2, 1/3, 2/3) and some unipolar pairs (1/c, 2/c). The patient felt stimulation when programmed to 3/c, but it faded away. It was believed that the patient had a lead / extension fracture, but x-rays didn't show anything. It was reported that the patient needed a revision of the lead or extension, but no products were compatible with the lead or extension as the system was so old, and the patient would need an entire system revision. It was noted that two electrodes were above 4,000 ohms, and the reason for this was that on older product implants they had to choose two electrodes and cut off the other two that wouldn't be used. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that diagnostics were performed and the system looked intact. No malfunctions were seen. The patient was reprogrammed, however the outcome of the reprogramming was unknown.

Manufacturer narrative:
(B)(4). Lead model 3586, serial# (B)(4), implanted: 1987 (B)(6), explanted: unk; extension model 7492, serial# (B)(4), implanted: 1987 (B)(6), explanted: unk; programmer model 7434a, serial# (B)(4).